Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment/training in the clinic, there was a fluid leak encountered. During the last drain there was an air detected in cassette warning. When removing the cassette from the machine, fluid was discovered in the pump module area. The nurse insisted that technical services provide a replacement cycler. In a follow up call, a translator was able to ask the nurse additional information. The fluid leak event was verified, and the patient did not experience any harm, adverse event or intervention due to the leak event. The patient was able to continue manual treatments at home. A new cycler was received at the clinic and the patient is now continuing training in the clinic with the new cycler without any further issues. The cycler set is not available to return for analysis. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment/training in the clinic, there was a fluid leak encountered. During the last drain there was an air detected in cassette warning. When removing the cassette from the machine, fluid was discovered in the pump module area. The nurse insisted that technical services provide a replacement cycler. In a follow up call, a translator was able to ask the nurse additional information. The fluid leak event was verified, and the patient did not experience any harm, adverse event or intervention due to the leak event. The patient was able to continue manual treatments at home. A new cycler was received at the clinic and the patient is now continuing training in the clinic with the new cycler without any further issues. The cycler set is not available to return for analysis. The cycler is available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that during a peritoneal dialysis (pd) treatment/training in the clinic, there was a fluid leak encountered. During the last drain there was an air detected in cassette warning. When removing the cassette from the machine, fluid was discovered in the pump module area. The nurse insisted that technical services provide a replacement cycler. In a follow up call, a translator was able to ask the nurse additional information. The fluid leak event was verified, and the patient did not experience any harm, adverse event or intervention due to the leak event. The patient was able to continue manual treatments at home. A new cycler was received at the clinic and the patient is now continuing training in the clinic with the new cycler without any further issues. The cycler set is not available to return for analysis. The cycler is available to return for investigation.